Manufacturer narrative:
Additional information: b5 g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately twenty-five minutes into the surgery, the shaft of the instrument became stuck on a vessel and tissue bundle and the knife blade could not retract. The device was plugged into a generator and the surgeon was ultimately able to open the instrument. The knife was extended to approximately the middle of the shaft. The procedure was completed using another instrument device to resolve the issue. No patient complications have been reported as a result of this event.

Event description:
It was reported approximately 25 minutes into the surgery, the shaft of the instrument became stuck on a vessel and tissue bundle and the knife blade could not retract. The device was plugged into a generator, and the surgeon was ultimately able to open the instrument. The knife was extended to approximately mid of shaft. The procedure was completed using another instrument, lf1837. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws was difficult to open, device stopped working and the knife blade did not retract. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the device, the shaft of the instrument became stuck on tissue and the knife blade could not retract. The device was plugged into a generator, and the surgeon was ultimately able to open the instrument. The procedure was completed using another instrument. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.